Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-01564 pertains to the first resolution clip device, manufacturer report #3005099803-2015-01562 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-01563 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure. According to the complainant, during the procedure, the clip would not properly deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on 10jun2015 and 11jun2015. The resolution clip devices were used in the colon during a flexible sigmoidoscopy procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-01564 pertains to the first resolution clip device, manufacturer report #3005099803-2015-01562 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-01563 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure. According to the complainant, during the procedure, the clip would not properly deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be okay.